Event description:
When attempting to start a peripheral IV in the patient, the IV catheter and needle would not penetrate the skin. The needle on the IV catheter would not extend past the edge of the plastic catheter.